Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The doctor went to shuttle down the sealant of 5f mynxgrip vascular closure device (vcd) and heard a pop, so he pulled the device out to the patient, the sealant sticks to the distal end of the shuttle. The physician held manual compression in duration for less than 30 minutes. There was no extension on patient¿s hospitalization due to the event. The patient had recovered after the mynx event. There was no reported patient injury. The device was used in patient, was stored as per labeling and open in sterile field. Mynx vcd was used in an interventional peripheral procedure. The deployer status was trained and certified by mynx. They had used a non-cordis sheath introducer during the procedure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little to no vessel tortuosity noted. The vessel type was arterial, and the stick location was at the right femoral artery. There was no presence of pvd/ calcium in the vicinity of the puncture site. There was no relevant medical history was noted with the patient. A non-sterile mynxgrip vascular closure device 5f was returned for analysis. Per visual analysis, the shuttle was engaged to the black handle. The sealant was protruding out from the slit on the outer shuttle cartridge exposed to blood and appeared to have ¿swelled¿. The advancer tube remained inside the shuttle cartridge in manufacturing position. The procedural sheath was not returned with the catheter. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment and no anomalies were observed. Per functional analysis, the shuttle down procedure was simulated and the advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1834702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle¿. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1905704 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor went to shuttle down the sealant of 5f mynxgrip vascular closure device (vcd) and heard a pop. The device was pulled out to the patient and the sealant was noted to be stuck to the distal end of the shuttle. The physician held manual compression for for less than 30 minutes. There was no reported patient injury. The device was used in patient, was stored as per the labeling and was opened in a sterile field. The user was trained on the use of the mynx device. The mynx vcd was used in an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The sheath used in conjunction with the mynx device was a non-cordis device. There was little to no vessel tortuosity noted. The vessel type was arterial, and the stick location was at the right femoral artery. There was no presence of pvd/ calcium in the vicinity of the puncture site. There was no relevant medical history was noted with the patient. The patient was neither hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient is noted to have recovered.